Manufacturer narrative:
The field service engineer (fse) found a clenz leak below the red blood cell (rbc) bath. The fse replaced the o-rings for the rbc apertures and reseated the rbc bath housing to resolve the issue. (B)(4).

Event description:
The customer reported a contained leak of approximately two (2) milliliters coming from the left sweep flow line and port 5 from the bottom of the red blood cell (rbc) bath on the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.